Event description:
It was reported when using the bd vacutainer® sst¿ ii advance gel additive smeared up the tube wall in 6 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received photographs or samples for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual observation and no issues were observed relating to gel smearing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints for sample quality are under statistical control for the month of (B)(6) 2025. At this time, further testing is not indicated. This complaint is unable to be confirmed for the indicated failure mode gel smearing. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.